Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information later reported the patient did not have concerns with their device or therapy. The patient received assistance from the hcp/representative and their concerns were resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not find out about the catheter until her legs went numb because of the marcaine and had to walk two to four hours to distribute the medication. It was further reported on (B)(6) 2013 the hcp took the patient to surgery to see if he could find the second catheter, but it was "impinged on a muscle" and left in because it would be too much trouble to remove it. It was also reported after the patient's lumbar fusion surgery she had two bleeding ulcers and gained 35 pounds of extra water weight because they took her off of her water pills. It was noted on (B)(6) 2014 the patient went to the emergency room (ER) where they did an endoscopy, checked her hemoglobin and potassium and had to give her blood to "straighten her out." The patient recently had a sympathetic nerve block. It was further reported the patient stabilized then. If additional information is received, a follow-up report will be sent.

Event description:
The patient stated that on (B)(6) 2013 they had a lumbar fusion and their healthcare provider (hcp) changed their catheter and did not tell anyone. The hcp told the patient that their catheter was not connected, but the patient stated ¿that was not true¿. The patient stated that otherwise they would have experienced withdrawal. The hcp left the original catheter in place. The patient stated that the original catheter was not put in correctly because when they lay one way, then one side of her body would be numb due to the marcaine. They would have to walk around for six hours to redistribute the medication in their system. It was unclear what medication the pump contained in addition to marcaine between (B)(6) 2013 and the time the event was reported in (B)(6) 2014. Please refer to manufacturer¿s report # 3004209178-2014-16064 for information regarding the patient¿s catheter that they thought was still not put in right.